Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd luer-lok¿ syringes with attached needle had white foreign matter on the needles while still in the packaging. The following information was provided by the initial reporter: "reported issue: they have found 3-4 needles that have something "white" on the needle itself, rendering it useless... Where was the fm located? In the fluid path? Inside or outside packaging? Inside the package. What did the fm look like? (Color / size, liquid like or powder like) white, looks like a paint substance. Was there any patient involvement? If yes, what is the patient outcome? Are there any adverse events/serious injuries? No ¿ the substance was noticed prior to using for medication draw or any direct patient care. Was there a delay of, or change in, the course of treatment due to the event? New needle was pulled and used."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-may-2023. Investigation summary: one hundred twenty-five samples were provided to our quality team for investigation. Through visual inspection, it was observed that one sample has epoxy drip over on the needle. It most likely misfeeding of the cannulator induced the epoxy on the needle and not detected in the next processes. Based on the investigation with the returned sample analysis the symptom reported is confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that 4 bd luer-lok¿ syringes with attached needle had white foreign matter on the needles while still in the packaging. The following information was provided by the initial reporter: "reported issue: they have found 3-4 needles that have something "white" on the needle itself, rendering it useless... Where was the fm located? In the fluid path? Inside or outside packaging? Inside the package what did the fm look like? (Color / size, liquid like or powder like) white, looks like a paint substance... Was there any patient involvement? If yes, what is the patient outcome? Are there any adverse events/serious injuries? No ¿ the substance was noticed prior to using for medication draw or any direct patient care. Was there a delay of, or change in, the course of treatment due to the event? New needle was pulled and used."